Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when deploying the 6-12f mynx control venous vascular closure device (vcd), the tension indicator got stuck when the operator went past the aligned markers. The user advanced and retracted the device multiple times and applied slight clockwise manipulation, after which the device deployed successfully. Hemostasis was achieved with successful device deployment and approximately one minute of manual pressure, with no additional devices used. There was no reported patient injury. The device was used after an atrial fibrillation procedure. No excessive force was used during pullback; however, the device was momentarily advanced beyond the markers, causing the tension indicator to become stuck. The device and packaging were inspected prior to use with no anomalies noted. The device was stored and prepared according to the instructions for use. The user was trained on the device. A non-cordis sheath introducer was used. The access site was verified with ultrasound prior to sheath insertion. The device will be returned for analysis.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.